Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the meter has been dropped on the floor and now the right side of the display is defective; dark blue and orange colored. Caller stated misinterpretation is possible. No adverse event reported. Requested return of the alleged meter for evaluation.